Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula retracted inside of the sensor base, the cannula was found not broken during our analysis; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used also, unable to confirm the needle complaint due to the customer only returned the sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was not able to calibrate. Customer reported the sensor was broken inside the body. Customer was able to remove the broken sensor. Customer's blood glucose was 9.2 mmol/l. Customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.